Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib (generator interface board), ffb (fluoro functions board) and all workstation fuses were evaluated and seated. The cine drive was reformatted. The system was tested and found to be working as intended and returned to service.